Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained a reactive (positive) atellica im toxoplasma igg (toxo g) lot: 295 result on 3 different sample draws from a pregnant female patient that were discordant relative to alternate method testing. Siemens complete the investigation for this event. The customer's calibration was valid and comparable to lot release data. Quality control (qc) data was acceptable. Siemens reviewed internal lot release data. Qc and medical decision pool data met all reagent lot release criteria and recovered similarly with other lots. Siemens retrieved siemens remote service (srs) field patient data from 01-nov-2023 through 13-nov-2024, which included lots: 291, 292, 295 and 296 (total n= 627,647). Lot: 295 recovery is similarly to the other lots. The initial relative specificity based on 3 studies as described in the atellica im toxo g instructions for use (IFU) ranges from 97.7- 99.8%. The calculated specificity of this customer for atellica im toxo g lot: 295 is 99.49%. The customer did not test samples with heterophilic blocking tube (hbt) or non-specific antibody blocking tube (nabt). There is not sufficient volume from any of the samples for further testing. The customer has not reported any similar issues, indicating a potential patient specific issue. The assay's IFU states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The customer is operational, and the reported issue is resolved by routine troubleshooting. Note: this MDR addresses the discordant results for the sample tested 05-sep-2024. The discordant results for the other test dates are being reported in separate mdrs.

Event description:
The customer obtained a reactive (positive) atellica im toxoplasma igg (toxo g) lot: 295 result on 3 different sample draws from a pregnant female patient. The customer suspected the results were false and sent one of the samples to other labs for alternate method testing. The alternate method testing produced negative results, which were reported to the physician as correct. The reactive atellica im toxo g results were identified as erroneous. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.